Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that describe loss of dental bone structure.

Event description:
The customer reported bone loss on tooth #23, #24 and #25 while wearing the aligners. Medical intervention was not required yet. It is unknown if aligner treatment was not discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).